Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician implanted a resolute onyx drug eluting stent to treat a non-calcified lesion in the rca. The lesion was pre-dilated .there was no resistance noted when removing the protective sheath. Negative prep was performed. No issues were noted during preparation of the device. Resistance was not encountered during delivery. It is reported that after the stent was implanted an ivus image showed that the stent had expanded to approximately 2.98mm. The physician commented that although the inflation was performed at the nominal pressure, the stent seemed to be expanded greater than it should. The procedure was completed without post-ballooning due to the stent being expanded to greater than the intended size. There were no other issues with the procedure. No patient injury .